Manufacturer narrative:
Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h-3: the device was not returned for evaluation as it remains implanted in the patient¿s ocular dexter (right eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h6: health effect - clinical code: 4581 - is to capture eye anatomy issue: pre-existing disease attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu150 22.0 diopter model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Patient had the iols put in because of cataract surgery and an astigmatism. She reports complaints of blurriness that makes her sick to her stomach because she cannot see distance. Patient informed her doctor who said to give it time and she thinks it needs to be rotated. Patient stated initially she was seeing blue but that has stopped. She could drive after od was done, but after the left eye was done her vision has not evened out enough to allow her to see the distance of street signs etc. The surgeon stated in follow-up that there was no swelling, but had a little divot in her eye but did not think this should impact vision. Due to patient's poor vision, she called another doctor and scheduled an office visit. She was able to read the alphabet sign during the exam and was told she had 20/25 vision. Patient was told there was swelling, but that everything looks good. Patient uses refresh with the antibiotic drops prescribed by the doctor. She also has dry eye, and used to use xiidra (twice a day), but currently is not. No further information is available. This report captures the iol in the patient's ocular dexter (right eye). A separate report will be filed for the patient's ocular sinister (left eye).